Event description:
After 10+ months of implantation, this ICD was explanted because it was reported that during a follow-up interrogation this device could not be interrogated. In addition, there was no magnet response.